Event description:
I replaced my insulet omnipod with a fresh pump at approximately 11 am today. The pump worked appropriately for several hours, but at about 4:30 pm it gave an audible indication that it was failing, and it then stopped functioning. In the last three months, four of these pods have failed prematurely.